Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Additional product codes: mni, mnh, kwp, kwq. (B)(6). A review of the DHR for this lot has been requested. The additional evaluation revealed that both 3d heads could be clicked onto a standard click x screw. The visual inspection showed the part to have a deformed inner collet that could have been damaged with mishandling during head click. Therefore causing improper or not complete head click on. Scratches on collet of both indicate possible mishandling. The additional evaluation showed that the part met all specifications.

Event description:
It was reported that two 3d heads popped out from the final construction of a posterior fixation, after final tightening. This is report 2 of 2 for complaint (B)(4).